Event description:
Jugular access was gained, inferior vena cava was visualized. The filter introducer catheter was placed in the inferior vena cava, filter unsheathed. The physician decided location was not correct so he re-sheathed the filter, then repositioned the introducer sheath and uncovered the filter again. When the physician did so it was noted the filter did not expand but remained in constrained configuration. The physician deployed the filter, since it was not expanded properly a decision was made to retrieve the filter using a snare. A femoral approach was tried the first time coming up and over the filter, was unsuccessful. The filer was then retrieved using a jugular approach. The pt is fine, and was returning to lab for second attempt later in the day with a new device. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Device retrieved due to deployment issues is not labeled in the IFU. Failure to deploy properly is not labeled in the IFU. Event evaluation: still under investigation.